Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician had deployed a taxus express2 3.0 x 16 mm drug eluting stent in an unknown vessel at 20 atms. He then dialed down the inflation device to 10 atms, quickly pulled negative for several seconds and then went neutral. He pulled negative again, holding it longer than the first time and the balloon deflated. The pt condition is reported to be good.